Event description:
It was reported that the procedure was to treat a left carotid artery. A 7-10x40 mm acculink ii was advanced to the lesion and the locking mechanism was moved to the open position. As the slider was being retracted, the handle came apart. The system was removed from the anatomy and a 6-8 x 40 mm acculink ii was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken handle was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.